Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed for lot #9968836 and lot #9966295, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. D4: full UDI currently unavailable since the exact lot of the suspected device cannot be determined with the available information. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient who underwent an unspecified breast surgery with a mentor memorygel boost breast implant 355cc gel breast prosthesis (left device) and a mentor memorygel boost breast implant 330cc gel breast prosthesis (right device) developed capsular contracture (baker grade unknown) post implantation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. The side afflicted by capsular contracture (left breast, right breast, or bilateral) was not specified. Information was reported about two devices: left breast implant: catalog #smhb355, lot #9968836, serial # (B)(6). Right breast implant: catalog #smhb330, lot #9966295, serial # (B)(6). If clarification regarding the afflicted side is received, a supplemental report will be submitted.

Manufacturer narrative:
On 25-mar-2026, mentor received additional information about the event. The patient was scheduled to undergo explantation on (B)(6) 2026. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 16-apr-2026, mentor received additional information about the event. The patient had both breast prostheses explanted and they were replaced with mentor memorygel boost breast implant gel breast prostheses. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 19-nov-2025, mentor received additional information about the event: - it was clarified that the capsular contracture is in the patient¿s left breast. Information in block d (catalog number, lot number, serial number, UDI) were all updated to reflect patient¿s left breast prosthesis. - patient details were provided (dob, age at time of event, race, ethnicity). - the patient underwent a primary breast augmentation procedure with the suspect medical device. Manufacturer¿s reference number: (B)(4).